Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient underwent an unrelated procedure where the atrial lead was found to be dislodged. A separate procedure on (B)(6) 2021 took place to explant and replace the lead. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.